Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a shock equipment malfunction and would not recognize the therapy cable. The customer has tried another pads cable from a known working device but the issue remained. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
Failure analysis update: reported problem could not be verified or duplicated during lab tests. Observed j3 had lifted ground pad. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Additional info: added failure analysis information. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device experienced a shock equipment malfunction and would not recognize the therapy cable. The customer has tried another pads cable from a known working device but the issue remained. There was no reported patient or user involvement and no adverse patient/user impact. One power pca was returned to the failure analysis lab for evaluation. The pca passed all the tests. No fault found (nff) with this power board.